Event description:
It was reported, "during the insertion of the device (grasper endoweave) into the trocar, the distal portion of trocar was break up. The parts/fragments that are fell into the pt was retrieved by a pliers."

Manufacturer narrative:
The device is being returned to manufacturer, however, has not been received to date. When device is received and a quality engineering evaluation is completed, a supplemental report will be filed.